Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on his nano meter, compared to a doctor's meter, within 10 minutes: 333 mg/dl and 310 mg/dl on customer¿s nano meter and 126 mg/dl on doctor's meter. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent